Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there was a decrease in pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance, the healthcare facility reported a device malfunction involving a decrease in pressure but could not specify the exact alarm or malfunction that occurred. Preventive maintenance was conducted, and the ventilator underwent a thorough inspection. It passed all functional and safety tests and was cleared for clinical use. No indications of a ventilator malfunction were identified. Therefore, the root cause of the reported issue remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).